Event description:
It was reported that during initial implant procedure, there was difficulty placing the right ventricular lead and getting capture thresholds despite many attempts. It was suspected that it might be due to patient's anatomy. It was also noted that there was no pacing and no capture. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.